Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that a csf leak occurred during the patient's trial scs implant procedure on (B)(6) 2018. As a result, the physician performed a blood path during the procedure to address the issue. No symptoms were present post-op.